Manufacturer narrative:
The monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There was no product malfunction. Manufacture dates: monitor - (B)(4) - 12/05/2018, belt - (B)(4) - 06/23/2014.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2019 at 12:45 am. It was reported that the patient was on telemetry in a hospital at the time of passing. Review of the patient's download data reveals that the patient received two appropriate treatments on (B)(6) 2019. Following device startup on at 2:58:29 pm, the patient's rhythm from 3:14:11 pm to 3:20:20 pm was sinus tachycardia at 140 bpm degrading to vt at 150 bpm with motion artifact and response button use. The motion artifact, rb use, a hr at or below the treatment threshold, and the rhythm self-converting to a slow rhythm prevented the lifevest from treating the patient from 3:14:11 pm to 3:20:20 pm. At 3:20:23 pm, the lifevest properly detected an arrhythmia. The patient's rhythm at the time of the detection was vt at 150 bpm self-converting to sinus tachycardia at 110 bpm with rb use. At 3:20:59 pm, the device declared a non-treatable rhythm, with the patient's rhythm being sinus tachycardia at 140 bpm. At 4:33:33 pm, the lifevest properly detected an arrhythmia. The patient's rhythm at the time of the detection was vt at 150 bpm. At 4:34:13, the patient received an appropriate treatment. The patient's rhythm at the time of the treatment delivery was vt at 150 bpm. The patient's post-shock rhythm was sinus tachycardia at 110 bpm. At 4:34:28 pm, the response buttons were used. It is unknown who was pressing the response buttons at this time. The device shut down at 4:34:48 pm. Following device startup at 4:42:41 pm on (B)(6) 2019, the patient's rhythm was sinus tachycardia at 140 bpm with pvcs. Then, from 7:23:58 pm to 7:30:24, the patient's rhythm was supraventricular tachycardia (svt) at 150 bpm degrading to vt from 150 bpm to 170 bpm with response button use. The motion artifact, rb use, a hr at or below the treatment threshold, and the rhythm self-converting to a slow rhythm prevented the lifevest from treating the patient from 7:23:58 pm to 7:30:24 pm. At 7:30:27 pm, the lifevest appropriately detected an arrhythmia. The patient's rhythm at the time of the detection was vt at 170 bpm. From 7:31:00 pm to 7:34:30 pm, the response buttons were pressed. During this time the patient's rhythm was vt at 170 bpm. It is unknown who was pressing the response buttons at this time. At 7:34:30 pm, the patient received an appropriate treatment. The patient's rhythm at the time of the treatment delivery was vt at 170 bpm. The patients post-shock rhythm was sinus tachycardia at 130 bpm. The device shut down at 7:34:46 pm. There is no indication that a device malfunction caused or contributed to the patient's passing. It is unclear who was pressing the response buttons while the patient was in a treatable rhythm. Reporting this event out of abundance of caution.